Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between from the patient line of the homechoice cassette at the cassette door, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain six of seven of peritoneal dialysis (pd) therapy. During the troubleshooting, the patient line of the homechoice cassette leaked at the cassette door which led to this alarm. The patient stated they do not have any pets at home or use any sharp object while opening the package. Renal therapy services (rts) assisted the patient with ending therapy and reviewed proper procedures per the user manual. Rts advised the patient to notify the pd nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.